Manufacturer narrative:
(B)(4). Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown humeral stem, unknown humeral head. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-11269, 0001825034-2017-11268.

Event description:
It was reported that the patient had an initial left shoulder arthroplasty on unknown date. Subsequently, the patient has been indicated for revision due to unknown reasons. No further information has been provided.